Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore after a zcb00 22.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od). Therefore, the lens was removed and replaced with a za9003 23.0 diopter lens. There was no incision enlargement or sutures used, but a vitrectomy was performed. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/08/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The lens was observed with a large cut from the lens edge across the optic. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The reported issue could not be confirmed. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.